Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer reported symptoms such as difficulty breathing, nausea and vomiting, currently no symptoms. The customer treated in hospital. Customer's blood glucose value was over 700 mg/dl at the time of the incident. Customer's current blood glucose value was 230 mg/dl. Troubleshooting was performed. The customer was admitted to hospital on (B)(6) 2017 at 9:00 pm. The blood glucose value when admitted to hospital was over 700 mg/dl. The customer complained about hard time breathing, nauseated and vomiting. The customer cause of hospitalization per healthcare professional's was unknown. The customer outcome of the hospitalization was insulin and subq insulin. Customer reports damage to the drive support cap was flush. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. The insulin pump passed the displacement accuracy test. The drive support disk was inspected and no anomaly was noted. The device was received with cracked case at the display window corner, display window and battery tube threads. The device was received with end cap sticker. The device was received with minor scratched display window and case. The device was received with intermittent up and down arrow buttons due to flattened dome switch. No unlocked lcd keypad connector.